Event description:
During a saphenous vein graft intervention, our guide catheter waveform was dampened, therefore we were going to use the proto v4 catheter to extract any potential thrombus within the guide. However, we were not able to advance the pronto catheter into the guide. It would not fit even through the labeling the 6fr pronto v4 is supposed to fit into a 6fr medtronic guide catheter. The pronto catheter was removed and a waveform was improved.